Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02217. It was reported the patient experienced ineffective stimulation from the peripheral placed leads. Images taken revealed the leads migrated. The surgeon explanted and replaced the leads, which resolved the patient's issue.